Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient fell due to loss of capture of the right ventricular (rv) lead. Additionally, both the right ventricular (rv) lead and the right atrial (ra) lead had high impedances and thresholds in bipolar configuration. Both leads were suspected of a possible fracture. The rv and ra leads were capped and replaced. No further patient complications have been reported as a result of this event.